Event description:
It was reported there was high impedance and no capture on the right ventricular lead when the device was interrogated. When the lead was tested through the analyzer, the impedance and threshold measurements were within normal limits. The physician was not certain if there was a performance issue with the lead or with the device; subsequently, the lead and the device were replaced. The lead was capped and the device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead (B)(6) 2003.